Event description:
New information received that the pacemaker recently went into high output mode with additional atrial under sensing was observed due to atrial tachycardia where the p-waves fall into blanking period.

Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm) went into high output mode on the atrial channel. No intervention or procedure was reported. The patient was stable.